Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the physician commented that the patient anatomy was tortuous. While attempting to cross tricuspid valve the patient went into complete heart block (chb) requiring external pacing followed by temporary transvenous pacer. The physician, then attempted to place the leadless ipg, and it was noted the introducer was twisted greater than 360 degrees. It was also reported, that while under fluoroscopy, the introducer was bent. The physician decided to abandon the leadless ipg implant and implanted a traditional system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys product event summary the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the outer shaft is kink/buckled at 5 centimeters from the distal end of the delivery system. The inner shaft is kinked at 1.5 centimeters from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. (B)(4). If information is provided in the future, a supplemental report will be issued.